Event description:
Caller reported difficulty with pressing the quick bolus/wake button, which required multiple attempts to activate the pump screen. No adverse impact to the customer's blood glucose level was noted. Customer continued to use pump for insulin therapy.